Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Customer used another pump to continue insulin therapy. Customer¿s blood glucose level was in the 300 mg/dl range.